Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in transgastric to the stomach during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the electrocautery did not work. The electrical connector was taken out, and the cable was also out. The axios stent was not placed, and the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.

Manufacturer narrative:
Blocks b5 and h6 (patient code) have been updated based on the additional information received on february 21, 2025. Block h6: imdrf patient code e2015 captures the reportable event of scar in the gastric wall.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in transgastric to the stomach during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the electrocautery did not work. The electrical connector was taken out, and the cable was also out. The axios stent was not placed, and the procedure was not completed. There were no patient complications reported as a result of this event. ***additional information received on february 21, 2025*** it was reported that the stent was to be implanted for drainage of a pancreatic cyst. During the procedure, the stomach wall was unable to be perforated as there was no energy in the tip of the catheter. However, it was noted that there was a scar in the gastric wall which was caused by the attempt to perforate the stomach wall.